Event description:
It was reported that the anchor and the inserter broke before the insertion. There was no significant delay and no patient injuries.

Manufacturer narrative:
One 72203704 healicoil regenesorb 4.75mm suture anchor with 2 ub-bl cobraid bl sutures returned. The complaint stated: "during procedure, both anchor and inserter broke when insertion of bone hole. It was drill an additional hole and it was used another smith and nephew device to complete the surgery. No injury or delay was reported." The sutures were not returned. Partial anchor was returned in shattered fragments. There are fractures evident. The inserter tip normally has two forks. Both have been severed. Only one driver tip fork was returned. Status of the second severed fork is unknown. Reported prep was conducted with a 3.8mm awl. Per IFU: "breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device." This product recommends use of a 4.75 threaded dilator for prep. This product contains an open architecture anchor that is technique driven. The patient's bone condition was reported as soft brittle and bone diseased. This is a condition reported is a contraindication known to compromise secure anchor fixation. No root cause related to the manufacture of this device was confirmed.